Event description:
The initial reporter received questionable tsh elecsys results for two patients tested on a cobas e411 disk. For patient 1, the date of the event was unknown. The patient's initial tsh result was reported outside the laboratory. Eight days later, the patient's physician did not believe the reported tsh result and a new sample was collected and tested. Patient 1's initial sample had a tsh result of 0.026 uiu/ml. Patient 1's second sample had a tsh result of 2.630 uiu/ml. On (B)(6) 2022, patient 2's initial tsh result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample and on the same e411 due to the initial result recovering low. Patient 2's initial tsh result was 0.039 uiu/ml with a data flag. Patient 2's repeat tsh results were 4.56 uiu/ml and 4.53 uiu/ml. For patient 2, the customer determined the repeat tsh results to be correct. The tsh reagent lot number was 51256601 with an expiration date of 30-apr-2022.

Manufacturer narrative:
The customer confirmed sample reception mode is turned on and the last time the pinch valve tubing was replaced was at "the beginning of (B)(6) 2021." Per product labeling, "replace the pinch valve tubing according to the frequency below, regardless of the type of pinch valve on the analyzer. Every month when the system is in sample reception mode. Every two months when the system is not in sample reception mode." The investigation is ongoing.

Manufacturer narrative:
The field service engineer replaced the pinch valve tubing and performed maintenance. After maintenance, the customer performed qc with acceptable results. He performed a patient comparison study with passing results, however, the issue persisted. He replaced the sample/reagent probe and performed liquid level detection adjustments. The customer performed qc and comparative testing with results within the acceptable ranges. After service, no further issues were reported by the customer. The investigation reviewed the customer's calibration and qc results. The last calibration was performed on (B)(6) 2022. The customer's qc results were within the acceptable range. The investigation reviewed the system's alarm trace and no abnormalities were found. The investigation determined the service actions resolved the issue.